Event description:
A reporter called about her abbott sensors issues. She said, the sensors are giving her incorrect readings. She said she contacted abbott to let them know the 3 sensors in the same lot number she has are in the recall list. She said abbott responded her serial numbers are not listed under that lot number. She said she starting having this problem after using the new app. Pt code: 4582. Device codes: 1506, 1535. Ref reports: mw5181280, mw5181281, mw5181283, mw5181284, mw5181285.